Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image shows proximal anchor still on the device and the distal tip is detached from device. A complaint history review with the reported part number concluded this was a repeat issue. A complaint history review with the reported batch number concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required per case details, all of the pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder arthroscopy, the eyelet of the healicoil knotless anchor, snapped. All the pieces were removed with grasper. The procedure was successfully completed with a non-significant delay using a back-up device in the same originally drilled bone hole. No patient complications were reported.

Manufacturer narrative:
(B)(4).